Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 612 mg/dl. Customer was able to clear the alarm with act and esc. After troubleshooting, customer was advised that insulin pump was functioning as designed and to call if issue re-occurs. Tubing clamp was sent in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.